Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced that after cocking the spring, she was unable to deploy the infusion set (ifs) because it would not insert into the intended site.